Event description:
The hospital reported that during the saphenous vein harvesting procedure, the device had sliding problem. No other information was provided by the hospital. Upon receipt on august 25, 2005, the device was received with the c-ring detached from the harvesting cannula.